Event description:
On 9/16/96, the quality assurance dept of corporation's cardiac assist div became aware of pt's los of pulse when treated by early iabp removal in whom bypass surgery was performed because of iabp dependence. Also limb loss occurred in two sheathed and no sheathless pts. Non-ischemic complications were also significantly increased with sheathed iabp insertion. These complications occurred between 1993 to 1996. The info was reported in "the society of thoracic surgeon." The title of the article was sheathless insertion devreases vascular complications associated with intraaortic balloon pump placement.